Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device fired through the safety locked position. The knife was moved and the staples were unformed. The indicator of the gap setting scale was in the green zone. But the doctor fired the device without releasing the safety. Bleeding occurred about 300cc. Blood transfusion was not needed. Another device was used to complete the case. There were no adverse consequences to the pt.